Event description:
It was reported that during a pci procedure, the tip of the pt2 guide wire fractured. The 80% stenosed lesion being treated was located in the left anterior descending (lad) coronary artery. Resistance was not encountered during advancement or retrieval of the guide wire. The tip of the guide wire fractured during advancement and remains in the lad. No attempt was made at retrieval. The procedure was completed with another of the same device. No further pt complications were reported. Pt status is reported "well".